Event description:
During a complex procedure with recanalization of diffuse rca disease and placement of 4 stents, a type iii perforation occurred in the distal part of the rca caused by balloon dilatation. Pericardiocentesis was performed (mild pericardial effusion). After attempt of balloon dilatations the perforation was still present. The pk papyrus was selected for treatment, but the stent would not advance, even with using a 6f guideliner. When removing the device, there was a fracture of the shaft of the delivery system noticed proximal to the stent. Another pk papyrus was implanted it at the perforation site, which successfully contained the perforation. Later the same day, the patient passed away. The physician stated that the death is not a device or procedure related complication.

Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form, cathlab report) and the production documentation was reviewed to establish whether a device deficiency contributed to this event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in?process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. The treating physician rated the occurrence as both, non device related and non-procedure-related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.